Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2009. The pt's right cia has aneurysm and the physician placed the leg over the right eia. The physician placed the ipsilateral leg at the left common ilia artery (cia). The pt's proximal side of the bifurcation area has landing space (around 10mm length and 20mm diameter). On (B)(6) 2010, during f/u, the physician found the distal type I endoleak due to leg migration. Since the pt's left cia landing area was short, so the physician embolized the left iia and placed another iliac leg graft. This was resolved so the physician ended the procedure. There was no pt problems.

Manufacturer narrative:
Additional surgical procedures are not specifically addressed in the IFU. Endoleaks are labeled in the IFU. Event eval: still under investigation.